Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarms on their insulin pump. Customer's blood glucose level was unknown. The customer's current level is 325mg/dl. Troubleshooting was not able to be conducted at the time of call. Customer was advised to monitor issues and change complete sets. The reservoir and sets are being replaced per the customer's request.